Manufacturer narrative:
H3 evaluation summary: post market vigilance (pmv) received a photographic investigation of a device. The photo depicts the catheter in a bag. Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the catheter appeared intact. A functional evaluation found that the catheter was submerged into a water bath. The ends were clamped, and a syringe was used to inject air to observe leakage. A bubbles were present and a slice in the extension tube was noted at the blue lumen. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the slice in the extension tube may occur with improper handling during the clinical application. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information: b5, d10, g4. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hemodialysis session, there was blood leak at the junction of the extension tube and bifurcate (the tunneled cuffed catheter was inserted to the patient a day before). The catheter was not repaired and chlorhexidine was used as a cleaning agent on the device. Tego was not utilized, there was no luer adapter issue, and the insertion site was not treated prior to product placement. Nothing unusual was observed on the device prior to use and the clamp was not moved periodically. Flushing was done and nothing unusual was found in the process. Blood transfusion was not required and there were no patient symptoms associated with this event. To resolve the issue, the catheter was removed from the patient and the procedure was repeated with a fresh tunneled cuffed catheter (a new carbothane catheter, our brand but with a different lot number, was used) and the procedure was completed. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hemodialysis session, there was blood leak at the junction of the extension tube and bifurcate. The catheter was not repaired and chlorahexadine was used as a cleaning agent on the device. Tego was not utilized, there was no luer adapter issue, and the insertion site was not treated prior to product placement. It was also mentioned that due to the issue, the catheter has been removed from the patient a day after the insertion of tunneled cuffed catheter. There was no patient injury.